Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited fluctating shock and pacing impedance measurements. A guidant technical services (ts) consultant discussed the likelihood of a loose setscrew as the root cause for the clinical observation. An invasive procedure will be performed to assess the lead/device connection. To date, there have been no reported patient symptoms associated with this clinical observation.